Event description:
It was reported that after approximately 15 minutes of intra-aortic balloon (iab) therapy, the pressure line connecting to the central lumen came off. As a result, blood flowed into the helium tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 41.7cm from the iab tip. Additionally a second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found broken at the kink location of 76.2cm. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 41.7cm from the iab tip. Additionally a second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found broken at the kink location of 76.2cm. The side port tubing was returned attached to the sheath. The sheath side port tubing was able to be removed from the sheath without difficulty. Visual examination determined an insufficient amount of adhesive was noted. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The reported detached sheath side port tubing was confirmed by the evaluation. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).